Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colon resection procedure, the colon was pulled out and opened on the patient's stomach, the pusher knob on the stapler easily moved but staples did not deploy and the staples never fully formed. The tissue moved forward but was not cut. Staples fell out over colon and had to be picked out, prior to the next firing. The staples were removed and another reload were opened and used to complete the procedure. There was no patient injury.